Event description:
The patient reported pain and soreness upon standing and sitting. Patient saw his surgeon about a year ago. An xray was taken then and it was normal. He went to another orthopaedic surgeon on (B)(6) 2012 and an xray was taken. Patient stated that this surgeon saw some "cloudiness" around the hip joint in the xray.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.